Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to an unknown product performance issue/or reason. This device has been explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the right ventricular (rv) lead was used as temporary pacing support. There was no product performance issue. No additional adverse patient effects were reported.